Event description:
On (B)(6) 2013, it was reported that the audio bolus button was sticking. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/23/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The bolus button cover was intact. During testing, the bolus button responded properly to user presses; the complaint that the bolus button was sticking was not duplicated. Unrelated to the complaint, a crack was observed along the pump battery compartment.